Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, an error message was noted on the device while programming the device. The firmware software was downloaded to resolve the event and the patient was stable with no adverse consequences reported.